Manufacturer narrative:
Please see section b5 and h6 for additional narrative and component code.

Event description:
It was reported that the patient¿s blood glucose level rose to 200 mg/dl (11.1 mmol/l) between 1 and 4 hours of wearing the pod. The patient reported the cannula was not inserted into the pod site as the cannula had broken off from the pod. The patient was able to successfully place a new pod and resume treatment. The reporter stated the needle broke off the pod with the cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a broken/detached cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 200 mg/dl (11.1 mmol/l) between 1 and 4 hours of wearing the pod. The patient reported the cannula was not inserted into the pod site as the cannula had broken off from the pod. The patient was able to successfully place a new pod and resume treatment.